Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. As a result of this issue, the customer's blood glucose level rose to 520 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). The customer reverted to an alternate method of insulin therapy.